Manufacturer narrative:
Approximate age of device ¿ 2 years, 1 month and 15 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was elevated to status 1a on the transplant list due to a percutaneous lead (driveline) infection. The patient received a heart transplant on (B)(6) 2018. Additional information was requested, but not yet provided.

Manufacturer narrative:
Device analysis: the specific cause for the reported infection could not be determined. The evaluation of the device did not reveal a device related issue. The pump was returned with the driveline cut approximately 7 inches from the pump housing and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned attached to their respective pump ports. The proximal and distal-sides of the pump stators showed no evidence of deposition or thrombus. Examination of the pump blood-contacting surfaces found a red, tissue-like deposition in the outlet stator. The deposition was loosely seated between the outlet bearing and one of the stator blades and did not show lamination or denaturing, indicating that the deposition did not form in the outlet stator. Examination of the distal end of the pump rotor and outlet bearing cup did not reveal any contact marks, indicating that the deposition was not likely present while the pump was operating. The origin of the deposition could not be conclusively determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Infection and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.